Event description:
It was reported the patient presented to the emergency room with lightheadedness and there was right ventricular (rv) lead loss of capture and that the lead thresholds had risen from 1v to 2v. Reprogramming was performed and the output increased. It was further reported the patient was later seen in clinic and the threshold had increased to 2.25v. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.